Event description:
During the operation, the surgeon tried to deploy a versalok anchor for fixation. After deployment of the device and removed the inserter, it was found that the titanium part was not removed from inserter but peek part was. The surgeon could not find where the peek part went. He is not sure it remains in the bone hole or inside the joint. The procedure was extended by 60 minutes because of this issue. The backup device was used to complete the case. Additional information from the affiliate (B)(4) 2014 was an x-ray taken? Probably, but unable to obtain. Did the surgeon use the same bone hole? Yes. Did the undeployed anchor hinder the repair outside of the extended time frame? Yes, the surgeon searched the undeployed anchor inside the body by echo for a while. Was the surgeon able to successfully complete the repair? Yes.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.

Manufacturer narrative:
The complaint device has not been returned till date and the additional information provided does not suggest if the reported issue was due to device or technique failure. A root cause for the reported issue cannot be discerned. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. Based on the complaint history for such failures, at this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
During the operation, the surgeon tried to deploy a versalok anchor for fixation. After deployment of the device and removed the inserter, it was found that the titanium part was not removed from inserter but peek part was. The surgeon could not find where the peek part went. He is not sure it remains in the bone hole or inside the joint. The procedure was extended by 60 minutes because of this issue. The backup device was used to complete the case. Additional information from the affiliate 7-16-14 was an x-ray taken? ->probably, but unable to obtain did the surgeon use the same bone hole?->yes did the undeployed anchor hinder the repair outside of the extended time frame? Yes, the surgeon searched the undeployed anchor inside the body by echo for a while. Was the surgeon able to successfully complete the repair?-> yes.